Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the reported event. The feeder, a metal component located in the shaft, was measured and was found to be out of specification. Based on the condition of the returned unit and the description of the event, it is likely that the reported event of misfiring was caused by the feeder that was found to be out of specification upon receipt. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical has recently implemented process and inspection enhancements intended to further minimize the potential for this type of event to occur. The event unit was manufactured prior to implementation of the process and inspection enhancements. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow up medwatch report #(B)(4).

Event description:
Procedure performed: lap chole. The first five clips loaded correctly and then the sixth clip would not load and then would not close. The tips and the apex were not closed. This occurred a couple more times afterwards. The surgeon removed the clips from the patient, replaced the device and completed the case without further issues. No patient injury occurred. The surgeon squeezed plastic to plastic. The surgeon let go of the trigger completely before another actuation. The surgeon had the vessel skeletonized prior to actuation. The clips were fully loaded into the jaws prior to activation. Medwatch (B)(4) received via mail on 31jan2019 clip applier misfire during procedure. No mention of misfire in procedural notes which states "at this point, we doubly clipped the cystic artery and duct and divided between the clips with scissors. The clips were inspected. There was no bleeding, no leakage of bile or other abnormalities. The gallbladder was fully dissected off the liver bed using the hook cautery. We maintained hemostasis along the way. The gallbladder was then placed in an endopouch and removed through the umbilical port site and sent as specimen. The umbilical fascia was closed using a 0 vicryl on a suture passer. The clips were re-inspected and were intact. The gallbladder bed was inspected and no bleeding was noted. No patient harm; discharged day of surgery. Patient status: no patient injury occurred as a result of the event.

Manufacturer narrative:
Ra has received the event device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: lap chole. The first five clips loaded correctly and then the sixth clip would not load and then would not close. The tips and the apex were not closed. This occurred a couple more times afterwards. The surgeon removed the clips from the patient, replaced the device and completed the case without further issues. No patient injury occurred. The surgeon squeezed plastic to plastic. The surgeon let go of the trigger completely before another actuation. The surgeon had the vessel skeletonized prior to actuation. The clips were fully loaded into the jaws prior to activation. Medwatch (B)(4) received via mail on 31jan2019. Clip applier misfire during procedure. No mention of misfire in procedural notes which states "at this point, we doubly clipped the cystic artery and duct and divided between the clips with scissors. The clips were inspected. There was no bleeding, no leakage of bile or other abnormalities. The gallbladder was fully dissected off the liver bed using the hook cautery. We maintained hemostasis along the way. The gallbladder was then placed in an endopouch and removed through the umbilical port site and sent as specimen. The umbilical fascia was closed using a 0 vicryl on a suture passer. The clips were re-inspected and were intact. The gallbladder bed was inspected and no bleeding was noted. No patient harm; discharged day of surgery. Patient status: no patient injury occurred as a result of the event.